Manufacturer narrative:
H3: the system was serviced in the field and passed all checkouts. No failure was found. Codes 10, 213 and 67 are applicable to this system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis provided insufficient information to determine root cause of the reported behavior. Logs indicate that the midas 14mh30 was added and removed multiple times, like the site claimed. However, there are no error messages associated with the tool. There are also no verification attempt messages, which indicates the software saw that the tool was within range of the divot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw app 9735762, stealth s8 app, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was using two systems. The first system tracked everything fine but when they switched to use the second system it would track every instrument except for the "stealth midas". The site switched out the spheres and confirmed the correct tool card was added, but the system would not see the spheres. The site continued the case with the other system in the room. There was a procedure delay of less than one hour and no impact to the patient.